Manufacturer narrative:
Patient demographics (date of birth, age at time of event, gender, weight) were requested but not provided. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. Device history record review revealed nothing relevant to this event. The device was requested for evaluation but was not yet returned therefore the complainant's event could not be verified. The cause of the event could not be determined from the information available and without device evaluation. The typical cause for this type of event is the use of excessive force to pass the needle through thick or hard tissue or hitting bone with the needle. There is a label on the device warning the user against re-sterilizing, reusing, hitting bone or use of excessive force as these may result in needle breakage or patient injury. The potential cause(s) of this event will be communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted.

Event description:
The surgeon was doing a double row repair on a rotator cuff repair. The ar-13991n surefire scorpion needle broke while passing the sutures from the first 5.5 triple loaded corkscrew on the medial row. On the third suture tail to pass, it misfired on a relatively thick tendon and he attempted to fire it again a few time; pulled out the scorpion and the tip was gone. They have not located the tip; no x-rays were done. Patient is (B)(6) year old male. Follow-up investigation: the broken scorpion needle is being held with the assistant nurse manager, waiting for the facility's risk incident report to be completed. The sales rep reported that the facility had two ar-13997sf fastpass scorpion instruments, lot 68591, with issue, one of which was used in this case. Both devices are reported to have issues with passing the needle. It is unknown which of the two devices was used in this incident. After approximately 3-5 minutes searching the joint for any broken needle fragments the procedure was completed successfully. The ar-13991n surefire needle can be returned to arthrex for evaluation after the facility has completed their incident report process. The two fastpass scorpions, ar-13997sf will be returned to arthrex for evaluation.